Event description:
Customer reported system is displaying collimator errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire. System operates as intended.